Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl. Customer also stated that insulin pump had keypad anomaly that bolus button was not working. The device will be returned for analysis.